Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Esophageal probe in use. Patient temperature was 33.3c, targeted temperature (tt) was 33.5c. Probe not registering on device. Secondary source (axillary probe) was correlating. Verified connection of temperature cable to probe and to patient temperature 1 port. Had flex cable and patient temperature started registering and disappearing. Advised to swap out the temperature cable and call back if any assistance was needed. A DHR review is not required as the serial number is unknown. The serial number for this investigation is unknown. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they tried to start therapy about 2 hours ago and arctic sun device has been alarming 14 patient temperature 1 probe out of range. Esophageal probe in use. Patient temperature was 33.3c, targeted temperature (tt) was 33.5c. Probe not registering on device. Secondary source (axillary probe) was correlating. Verified connection of temperature cable to probe and to patient temperature 1 port. Had flex cable and patient temperature started registering and disappearing. Advised to swap out the temperature cable and call back if any assistance was needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they tried to start therapy about 2 hours ago and arctic sun device has been alarming 14 patient temperature 1 probe out of range. Esophageal probe in use. Patient temperature was 33.3c, targeted temperature (tt) was 33.5c. Probe not registering on device. Secondary source (axillary probe) was correlating. Verified connection of temperature cable to probe and to patient temperature 1 port. Had flex cable and patient temperature started registering and disappearing. Advised to swap out the temperature cable and call back if any assistance was needed.